Manufacturer narrative:
Evaluation is in progress, but not yet begun.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump stopped. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was a three minute delay, no blood loss, and no adverse consequences to the patient. Per clinical review: during a cpb procedure on (B)(6) 2018, the roller pump in the arterial position on the heart-lung machine (hlm) had no issue during priming or at the start of the procedure. The perfusionist stated that the occlusion on the arterial roller pump was adequate before initiation of cpb. Shortly after commencing cpb, the perfusionist heard a noise from the arterial pump and the pump immediately shut off. He did not recall any error message when this occurred. Immediately he was able to press the start button and resume forward flow. The pump, seconds after being able to re-establish forward flow, again turned off (without a noise), and gave the perfusionist an "overspeed error" message. He attempted to press the start button, but this did not enable him to engage forward flow. The team next attempted to hand crank the arterial roller pump and the descriptions from both the perfusionist on case and chief of perfusion are as follows: 1. It seemed that the bearings/belts were jammed and was unable to hand crank. 2. It was as if when it was attempted to hand crank forward that there was a magnetic lock, and when the forward force was released on the hand crank, the pump rollers retracted back approximately an inch. Concurrently, other team members were retrieving another roller pump from their perfusion storeroom. The team was able to exchange the roller pump out with another roller pump, move over the tubing boot, and resume forward flow in approximately three minutes (11:40 to 11:43 a.m.). During the three minutes, anesthesia was able to ventilate the patient, and since this was a tricuspid valve repair (tvr) procedure, there was no cross-clamp and the heart was not arrested. The patient's near infrared spectroscopy (nirs) values dropped from 62/65 to the 40s bilaterally. After the exchange of the roller pump, other team members took the roller pump to the perfusion storeroom, placed it on a working bench, and again they were unable to hand crank forward, and the pump was displaying the same characteristics as stated above, with a retraction of about an inch backwards once forward force was released. Two individuals tried this, but as the third perfusionist attempted to hand crank, the team heard a click, and they were able to move the rollers. The patient is doing well. There was no observed harm related to the event. There was no blood loss related to this occurrence. There was a three minute delay in forward flow to the patient.

Manufacturer narrative:
Per the user facility, the pump is wiped down using facility provided wipes, which can vary from water to bleach. The pumps sits for five minutes then is wiped down with a dry cloth. During laboratory analysis, the product surveillance (pst) observed a loose roller guide screw contacting the race which was preventing gut rotation. Once the screw was tightened the pst observed proper gut rotation. Per data log analysis, on (B)(6) 2018 a perfusion screen is opened and based on the safety connections the pump was used as the arterial pump. The pump is started at 01:54:52 am. At 06:38:53 am an underspeed (head less than demand) and "opto sensor disconnected/broke error" occured that stopped the pump. One more "opto sensor disconnected/broke error" occurred at 06:40:02 am stopping the pump again. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.